Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. The user alleges shortness of breath and headache. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported, a user contacted the manufacturer regarding the sound abatement foam correction/removal. The user alleges shortness of breath and headache. There was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on may 16, 2024, and section h10 should be reported as: the manufacturer previously reported, a user contacted the manufacturer regarding the sound abatement foam correction/removal. The user alleges shortness of breath and headache. Additional information includes alleged cancer leukemia. The sections have been updated or corrected in this report as follows: section b1 was corrected for adverse events and product problem (only the product problem was checked in the previous MDR.)  Section b2 was corrected to other serious or important medical events. (Previously, it was blank.)  Section h1 was changed from malfunction to serious injury.  Section h6 health effects: clinical codes and health effects - impact code was updated.